Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; investigation found no issues or nonconformance's and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced pain in the left (os) eye and sought medical treatment. The patient was diagnosed with bacterial (serratia liquefaciens) conjunctivitis with the cornea intact. It is stated that cultures were taken from the eye, the contact lens used at the time of the incident, and a sealed contact from the same package/lot number identified, which all returned positive. The tested items were discarded by the laboratory and will not be returned to the manufacturer. Good faith efforts have been made to obtain further information without success, additional information is unknown. Based on photographic evidence, the device in question was expired as of 31 december 2020. While conjunctivitis is not generally considered a reportable adverse incident, this is being reported due to unconfirmed diagnosis, lack of medical information, unknown resolution, and the allegation of contaminated product without supporting details or the manufacturers ability to confirm results.